Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, the account attributed the low flow alarms to the inflow of the pump pointing towards the left ventricular wall. The submitted controller event log file contained data on 14jun2021 from 2:18:49 to 13:46:28. There were numerous transient captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 116 low flow faults and 8 low flow alarms. The low flow events were associated with elevations in pulsatility index (pi) readings, as high as 9.4. There were no other abnormal events captured ¿ the only other captured events were associated with power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20jan2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device had low flow alarms, originally thought to be related to compression of outflow graft and right ventricle. A controller software upgrade was requested and completed on (B)(6) 2021. Upon further investigation by the hospital the outflow graft compression was not confirmed but the position of the inflow canula towards the left ventricular wall caused the low flow alarms. This was confirmed by a computed tomography scan.